Event description:
Pt had a mitral valve replacement in 1999 secondary to coronary artery disease with mitral valve regurgitation. The replacement valve was removed as a result of mitral valve regurgitation. During the procedure, the pt had severe hypotension and bradycardia requiring CPR. The pt expired in the operating room. There was endocarditis of the valve.